Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at 4 am with a blood glucose level of 12 mg/dl. The customer stated that they took their medication and fell asleep prior to the hospitalization. The customer was in the intensive care unit for 6 days. The customers' friend called the paramedics due to the low blood glucose levels. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer reported that their sensor displaying wrong readings of sensor and blood glucose. The customer's blood glucose would be 300 mg/dl and the sensor glucose was 39 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in range. The customer declined to have their settings checked. The customer did not return the product back for analysis.